Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8282702. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-10-09. Medical device lot #: 8279626. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-10-06. Medical device lot #: 8269904. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-09-26. Medical device lot #: 8282701. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-10-09. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the 860 luer lok syringe bulk non-sterile has been found experiencing two occurrences of broken plunger rods and containing foreign matter before use. The following has been provided by the initial reporter: it was reported syringes were found with black dots, white dots, scratches and broken plungers. The reason of this notification is to inform you about a quality defect found in part number 301035 (lot: 8282702 & 8279626) which was found with black dots and broken plunger. (B)(6) 2019. Two lot numbers were provided, did this involve more than one syringe found with the defects or did this involve one syringe that could have been from either lot number provided? This involves different syringes with different defects. How many syringes were found to have black dots from lot 8282702? Unknown. How many syringes were found to have black dots from lot 8279626? Unknown. How many syringes were found to have a broken plunger from lot 8282702? 2 syringes, already assembled. How many syringes were found to have a broken plunger from lot 8279626? Unknown. Will samples be provided for investigation? If so please provide the mailing address. Samples will be mailed from and I will generate and provide you with a fedex return label. Yes, I have samples. Is the date this was found known? The day we started to notice these defects: tuesday (B)(6) 2019. Additionally to the defects reported, we found other defects, in total we have pieces that have: black dots. White dots. Scratches. Broken plunger.

Manufacturer narrative:
H.6. Investigation: twenty-three (23) samples and sixteen (16) photos were provided by the customer for investigation. Ten (10) of the returned samples were returned in a bag labeled ¿scratches¿, ten (10) of the returned samples were returned in a bag labeled ¿black / white dots¿ and three (3) of the returned samples were returned in a bag labeled ¿broken plunger¿. The returned samples in the bag labeled ¿scratches¿ were visually examined using unaided vision. All ten (10) samples had scratches in the barrels. The returned samples in bag labeled ¿black / white dots¿ were visually examined using unaided vision. Eight (8) of the returned samples had black spots in the barrels at various locations. The spots were examined using 10x magnification and were visually identified as embedded foreign matter. The largest embedded foreign matter spots on each barrel were measured using a caliper and were found to range in size from 0.018 to 0.056 inches in length with four (4) samples being less than 1/32 of an inch (0.030) and four (4) samples being greater than 1/32 of an inch (0.030). The other two (2) barrels were found to have white spots near the tip of the syringe. The spots were examined using 40x magnification and were visually identified as being tiny bubbles in the syringe barrel indicating that the barrels had been not completely molded properly. The returned samples in the bag labeled ¿broken plunger¿ were visually examined using unaided vision. Two (2) of the samples had pieces broken off of the horizontal rib of the plunger rods near the stopper and the third (3rd) sample had a plunger rod which has damage to the horizontal rib of the plunger rod near the stopper. Sixteen (16) photos were also provided by the customer for investigation. The first (1st) photo shows a syringe which has a plunger rod with a piece broken off of the horizontal rib of the plunger rod. The second (2nd) photo shows a syringe with black spots on either the plunger rod or the syringe barrel. The third (3rd) photo shows a syringe which has a plunger rod with a piece broken off of the horizontal rib of the plunger rod. The fourth (4th) photo shows a syringe with black spots on the syringe barrel. The fifth (5th) photo shows a syringe with black spots on the plunger rod. The sixth (6th) photo shows a syringe with black spots on the syringe barrel. The seventh (7th) photo shows a syringe with a black streak in the plunger rod. The eighth (8th) photo shows a syringe with black spots on the syringe barrel. The ninth (9th) photo shows a syringe with black spots on the syringe barrel. The tenth (10th) photo shows a scratch in the barrel. The eleventh (11th) photo shows a scratch near the tip of a syringe barrel. The twelfth (12th) photo shows a scratch near the tip of a syringe barrel. The thirteenth (13) photo shows a scratch near the tip of a syringe barrel. The fourteenth (14th) photo shows a syringe with black spots on the syringe barrel. The fifteenth (15th) photo shows a syringe with a scratch near the flange of the barrel. The sixteenth (16th) photo shows a syringe with a white spot in the barrel near the syringe tip. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Embedded foreign matter (fm) can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. Vents on mold partially plugged with plastic gas discharge preventing/obstructing primary vent discharge or mold melt disk probes partially obstructed which creates a jetting effect in the plastic flow. In turn, this creates head and uneven flow through the gates and causes bubbles which results in the white spots observed by the customer. Plunger rods are fed through a chute to the assembly process. If the chute is empty, the plunger rods can experience excessive force when falling through the entire chute. Scratches in the barrel can occur when the syringe barrels come in contact with a hard surface during the manufacturing and assembly process. Bd acknowledges that the returned samples contained black spots in the syringe barrels in the form of embedded foreign matter (fm), contained white spots in the syringe barrels in the form of bubbles in the plastic of the syringe, contained damaged plunger rods, and contained scratched barrels. H3 other text : see h.10.

Event description:
It has been reported that the 860 luer lok syringe bulk non-sterile has been found experiencing two occurrences of broken plunger rods and containing foreign matter before use. The following has been provided by the initial reporter: it was reported syringes were found with black dots, white dots, scratches and broken plungers. The reason of this notification is to inform you about a quality defect found in part number 301035 (lot: 8282702 & 8279626) which was found with black dots and broken plunger. 8/22/2019: two lot numbers were provided, did this involve more than one syringe found with the defects or did this involve one syringe that could have been from either lot number provided? This involves different syringes with different defects how many syringes were found to have black dots from lot 8282702? Unknown. How many syringes were found to have black dots from lot 8279626? Unknown. How many syringes were found to have a broken plunger from lot 8282702? 2 syringes, already assembled. How many syringes were found to have a broken plunger from lot 8279626? Unknown. Will samples be provided for investigation? If so please provide the mailing address samples will be mailed from and I will generate and provide you with a fedex return label. Yes, I have samples. Is the date this was found known? The day we started to notice these defects: (B)(6) 2019. Additionally to the defects reported, we found other defects, in total we have pieces that have: black dots; white dots; scratches; broken plunger.